Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including chronic kidney disease stage 3.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 1 year, 3 months due to severe stenosis and mild to moderate regurgitation. The patient presented with the tmvr was performed with a 26mm 9755rsl transcatheter valve. The patient is a 68 y.o. Female with history of a-fib, htn, ckd, copd, pulmonary htn.